Event description:
It was reported that there was a deep crease in side of catheter where it had crossed the pump. Pt had no signs and symptoms. A surgical intervention was done wherein the catheter was cut and spliced into new sutureless connector on (B)(6) 2011. Outcome was reported as resolved without sequelae. It was also added that the pump had reached end of life/ end of service (eos) and was also explanted. The drug infused was baclofen 2000 mcg/ml at a daily dose of 305.6 mcg.

Manufacturer narrative:
(B)(4).